Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 04-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly or change sensor alert noted. On the primary svn# 000320462890 one week prior of the event date of 04-aug-2025, there are no unexpected alarms/suspends/motor errors or alarms recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked select button keypad overlay and scratched case. The pump passed all the required testing. Pump expose to MRI was and pump not working was not confirmed. Customer alleged not confirmed for pump unable to communicate to the transmitter and change sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized for 10days due to an unknown reason. The customer also reported the insulin pump was exposed to a MRI (magnetic resonance imagining) during the hospitalization. The event involved product(s) mmt-1884, mmt-332a and mmt-242a. Troubleshooting was not performed, but it was found that the customer reported the insulin pump was shot. It was unknown if the insulin pump was used within 48 hours of the reported event or if the automode/smart guard feature was active. No further patient complications were reported. The product mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device. But the product(s) mmt-332a and mmt-242a will not be returned for analysis.